Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Hyperglycemia (500mg/dl) [hyperglycaemia]. The problem with the novopen echo is due to incorrect use of the device [device use issue]. Case description: this serious spontaneous case from argentina was reported by a consumer as "hyperglycemia (500mg/dl)(hyperglycemia)" beginning on (B)(6) 2025, "the problem with the novopen echo is due to incorrect use of the device(improper use of device)" with an unspecified onset date, and concerned a female patient who was treated with novopen echo (insulin delivery device) from unknown start date for "device therapy", novorapid penfill (insulin aspart 100 u/ml) (dose, frequency & route used- unk and regimen #2: 8 iu) from unknown start date for "product used for unknown indication", patients height, weight and bmi(body mass index) were not reported dosage regimens: novopen echo: novorapid penfill: current condition: diabetes (type not reported) since (B)(6) 2016. On (B)(6) 2025, patient experienced capillary hyperglycemia (blood glucose) of 500mg/dl due to incorrect use of device. Batch number of novopen echo and novorapid penfill were requested on (B)(6) 2025 the outcome for the event "hyperglycemia (500mg/dl) (hyperglycemia)" was recovered. The outcome for the event "the problem with the novopen echo is due to incorrect use of the device (improper use of device)" was not reported.

Event description:
Case description: novorapid penfill: ps6lv97, ps6lv97. Reporter's causality (novopen echo) - hyperglycemia (500mg/dl) (hyperglycemia): possible the problem with the novopen echo is due to incorrect use of the device (improper use of device): unknown plunger of novopen was jammed(device mechanical jam) : unknown stored the novopen echo device in the refrigerator(product storage error temperature too low) : unknown company's causality (novopen echo) - hyperglycemia (500mg/dl)(hyperglycemia) : possible the problem with the novopen echo is due to incorrect use of the device(improper use of device) : possible plunger of novopen was jammed(device mechanical jam) : possible stored the novopen echo device in the refrigerator(product storage error temperature too low) : possible reporter's causality (novorapid penfill) - hyperglycemia (500mg/dl) (hyperglycemia): possible the problem with the novopen echo is due to incorrect use of the device (improper use of device): unknown plunger of novopen was jammed (device mechanical jam): unknown stored the novopen echo device in the refrigerator (product storage error temperature too low): unknown. Company's causality (novorapid penfill) - hyperglycemia (500mg/dl)(hyperglycemia) : possible the problem with the novopen echo is due to incorrect use of the device(improper use of device) : possible plunger of novopen was jammed(device mechanical jam) : possible stored the novopen echo device in the refrigerator (product storage error temperature too low) : possible investigation results: name: novopen echo, batch number: lvg3c36 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Name: novorapid penfill 5 x 3 ml 100 u/ml, batch number: ps6lv97 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination since last submission case has been updated with following information: investigation results updated device tab: is non reportable and malfunction field updated to no EU/ca tab: final report check box ticked and expected date of follow up report was removed device addendum: annex b, c, d, g, codes added narrative updated accordingly. Final manufacturer comment: (B)(6) 2025: the suspected device novopen echo has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen echo. Because the device was stored in refrigerator, the plunger of the device was jammed, leading to incorrect dosage and hyperglycaemia. The reported fault with clinical events could be attributed to incorrect handling of the device. Patient's underlying medical condition of type 1 diabetes mellitus is a risk factor for hyperglycaemia. H3 continued: evaluation summary name: novopen echo, batch number: lvg3c36 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.

Event description:
Hyperglycemia (500mg/dl) [hyperglycaemia]. The problem with the novopen echo is due to incorrect use of the device [device use issue]. Plunger of novopen was jammed [device mechanical issue]. Stored the novopen echo device in the refrigerator [product storage error]. Case description: this serious spontaneous case from argentina was reported by a consumer as "hyperglycemia (500mg/dl) (hyperglycemia)" beginning on (B)(6) 2025, "the problem with the novopen echo is due to incorrect use of the device (improper use of device)" with an unspecified onset date, "plunger of novopen was jammed (device mechanical jam)" with an unspecified onset date, "stored the novopen echo device in the refrigerator (product storage error temperature too low)" with an unspecified onset date, and concerned a 12 years old female patient who was treated with novopen echo (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", novorapid penfill (insulin aspart 100 u/ml) from unknown start date for "type 1 diabetes mellitus". Patient's height: 100 cm. Patient's weight: 32 kg. Patient's bmi: 32. Patient refers dosage details of novorapid insulin as insulin bomb (not specified). Patient does not use concomitant medications. Current condition: type 1 diabetes mellitus (since on (B)(6) 2016). On an unspecified date, plunger of novopen echo jammed, as patient stored the device in the refrigerator. On (B)(6) 2025, patient experienced capillary hyperglycemia (blood glucose) of 500mg/dl due to incorrect use of device. Batch numbers: novopen echo: lvg3c36, novorapid penfill: p56lv97, p56lv97, action taken to novorapid penfill was not reported. The outcome for the event "plunger of novopen was jammed (device mechanical jam)" was not reported. The outcome for the event "stored the novopen echo device in the refrigerator (product storage error temperature too low)" was not reported. Since last submission case has been updated with following information: patient height, weight and dob were added, medical history was updated, novopen echo indication, batch number, expiration date, date of manufacturing were updated, novorapid penfill indication was updated, device mechanical jam and product storage error temperature too low were added narrative updated accordingly. References included: reference type: e2b company number. Reference ID#: ar-novoprod-(B)(4). Reference notes: reference type: mw 3500a MFR. Rpt. #. Reference ID#: 9681821-2025-00109. Reference notes: medwatch 3500a MFR. Report number. Preliminary manufacturer comment: 04-jul-2025: the suspected device novopen echo has not been returned to novo nordisk for evaluation. Because the device was stored in refrigerator, the plunger of the device was jammed, leading to incorrect dosage and hyperglycaemia. The reported fault with clinical events could be attributed to incorrect handling of the device.